Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The lesion being treated was located in an unknown vessel. The 8.0x4.0mm quantum maverick mr balloon catheter was inflated to 16 atms and ruptured. The procedure was completed with another device. No patient complications were reported and the patient status is good.

Event description:
It was further reported that the device was removed intact from the patient.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed that there was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall aligned with the proximal edge of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).